Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user and trainer reported receiving an ¿unable to proceed¿ alert during a supply change, preventing completion of the fill tubing sequence. The user restarted the ilet, performed a dry run without supplies, and was later able to complete fill tubing successfully with new supplies, after which insulin delivery resumed. No ems or hospitalization was required.